Event description:
It was reported that a patient who had a left rtsa, underwent a revision for reasons unknown. Everything was removed. There were no device breakages or surgical delays during the procedure. No x-rays were obtained. The explanted devices are not available for return as they were discarded. No further information.

Manufacturer narrative:
D10: 300-01-11 - eq, humeral stem primary, press fit 11mm: (B)(6), 320-01-38 - eq reverse 38mm glenosphere: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.